Manufacturer narrative:
(B)(4). A device history record review was performed, and one potentially relevant finding was identified. The investigation was initiated to address the issue of a peel-away sheath tearing incorrectly. Despite this, it cannot be verified if this complaint involves the same failure being addressed by this investigation without a sample returned for analysis. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: sheath introducer broke apart incorrectly. Additional information states that the white tab broke off of the sheath when attempting to separate. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
It was reported that: sheath introducer broke apart incorrectly. Additional information states that the white tab broke off of the sheath when attempting to separate. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn#(B)(4).